Event description:
A pt underwent open low anterior resection surgery due to colorectal sigmoid cancer (obstructive). An end to end anastomosis was performed with the car device 9 cm from the anal verge. The anvil and trocar separated upon closure. The device was opened and reconnected.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files indicated that the device was released pursuant to the product specifications. The device was not returned for eval and therefore, the cause of the malfunction could not be determined based on the current info. The alleged malfunction is detectable and can be resolved intraoperatively.